Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: a sharp opening with localized stresses induced (a dimension measurement in the shell was performed which identified the thickness within specification), stress marks, flat creases and a weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a sharp opening with localized stresses induced assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and asymmetry. Device has been explanted.